Manufacturer narrative:
A customer in ireland notified biomérieux of two misidentification results when testing with the vitek® ms instrument (ref. 410895). The customer reported that the vitek ms obtained identifications of vibrio chlorea. However, the gram stain result was gram positive bacilli, which is inconsistent with the vitek ms result. An internal biomérieux investigation was opened. The customer was contacted multiple times in an effort to attain information to assist with an investigation. The customer did not provide any further information, nor was the strain submitted for investigation. Since the customer did not provide additional information or the strain for investigation, it was not possible to investigate this case to find the root cause of the issue.

Event description:
A customer in (B)(6) notified biomérieux of two misidentification results when testing with the vitek® ms instrument (ref. 410895). The customer reported that the vitek ms obtained identifications of vibrio chlorea. However, the gram stain result was gram positive bacilli, which is inconsistent with the vitek ms result. The customer has not yet provided any further alternative test results or the final identification of the organism. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux will initiate in internal investigation.